Manufacturer narrative:
Sugrue, a., ibrahim, r., lu, m., bhatia, n. K., alkukhun, l., adewumi, j., ... & frankel, d. S. (2023). Impact of median sternotomy on safety and efficacy of the subcutaneous implantable cardioverter defibrillator. Circulation: arrhythmia and electrophysiology, 16(8), 468-474.

Event description:
A literature review reported a complication during subcutaneous implantable cardioverter-defibrillator (s-ICD) implantation in patients with a prior sternotomy. To avoid positioning the electrode in contact with sternal wires, the tunneling trocar was advanced cranially to the left of the sternum under fluoroscopic guidance, rather than directly overlying the sternum. However, the trocar inadvertently entered the mediastinum through an unrecognized rib malunion, resulting in right ventricular injury. Subsequently, a urgent surgical repair was performed. Currently, this product remains in service and no additional adverse patient effects were reported.